Event description:
It was reported that after the completion of a transcarotid artery revascularization (tcar) procedure, the patient experienced a minor ischemic stroke. Brain imaging was provided to silk road medical and it was determined that some of the lesions are in the watershed zones but at least one is suspicious of embolization. The patients symptoms improved post-op day 5 and was discharged from the facility.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported failure is related to patient symptomatic conditions, blood pressure issues, or a silk road medical device failure, hence, the event will be reported out of abundance of caution. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.